Event description:
It was reported that during a hemorrhoidectomy procedure the instrument did not fire properly. The site used another instrument to complete the project. The patient required sutures for hemostasis and the procedure was delayed 15 minutes. There was no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.